Event description:
Medtronic received information from a journal article kardiol pol. 2010; 68 (7): 806-808, that following explant of a non-medtronic bioprosthesis due to calcification of its leaflets and pannus on the bioprosthetic ring, successful valve implant of this mechanical valve was performed along with tricuspid suture annuloplasty. The postoperative course was complicated by bleeding and severe respiratory insufficiency. Three weeks post implant, the pt died. It was reported that the pt had pre-existing tricuspid regurgitation with high pulmonary hypertension and moderate aortic regurgitation. There were no complaints against the valve or its performance. No further information was obtained.

Manufacturer narrative:
(B)(4). Device history could not be reviewed as no serial number was reported. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: no complaints were reported against the valve or its performance, however, the cause of death was not reported. Without further information, no definitive conclusions can be drawn regarding the cause of death.